Manufacturer narrative:
Discarded by user.

Event description:
It was reported that during a procedure at the user facility the device cracked. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.